Manufacturer narrative:
The tech found the nurse call was not enabled during a repair. The tech enabled the nurse call to resolve the issue.

Event description:
The account alleged the bed was unable to place a nurse call. No pt impact.